Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a fall and dislocated more than once. Surgeon decided to do a revision tha, pt was brought back to surgery and surgeon noted that the pt's abductors were gone and decided the pt needed a constrained liner. The head and liner were explanted and a constrained liner and head were implanted.